Event description:
The customer stated she was hospitalized for high blood glucose readings in the range of 800 mg/dl. Prior to the hospitalization the customer stated she was vomiting and had diarrhea. Complete troubleshooting was not possible as the customer was having difficulties navigating through the different screens. The customer declined further troubleshooting and asked for the insulin pump to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.